Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer did not consume as much food for the intended amount of bolus delivered. The customer's blood glucose (bg) level subsequently decreased to 50 mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.